Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported due to the patient's failure to recharge her scs system (date of event is unknown) the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with an updated model device. Effective therapy was restored postoperatively thus resolving the issue.